Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.2, lab: 3.06. Meter and lab draw were within 30 mins of each other. Pt changed his coumadin dose as his meter reading was high.

Manufacturer narrative:
Investigation pending.